Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It as reported that 1 ml bd luer-lok¿ disposable syringe had a large foreign body that was noticed in the syringe while prepping dose. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: two photos were received depicting a 1ml syringe with needle. A second plunger rod tip was observed in the assembled syringe between the barrel roof (bottom of the barrel) and the stopper in the fluid path. The component fragment foreign matter is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: potential root cause for the component fragment is associated with the assembly process.

Event description:
It as reported that 1 ml bd luer-lok¿ disposable syringe had a large foreign body that was noticed in the syringe while prepping dose. No serious injury or medical intervention was reported.